Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The plunger head seal was removed and bottom case seal was intact. The top case and bottom case were chipped/cracked. The event history log (ehl) showed force sensor test. Force sensor test error duplicated during the power up process; force did not change when force was applied to the force sensor (force readings remained the same). The root cause was deemed to be a result of the customer's impact to the device. Actions were taken to mitigate the reported issue: replaced force sensor, plunger board, left and right plunger case and top case; performed calibration on the pump and it passed.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.